Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for 2 days. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.